Event description:
Customer reports a male ER patient post atv trauma accident with chest pain having a CT chest with contrast. Optiray 350 (lot number and expiration date not available) contrast loaded into a 200ml empty disposable syringe. Technologist prepped injector with 80ml contrast on the a side and 80ml saline on the b side. Per facility protocol, the nurse then called to perform the injection. Nurse confirmed contrast and saline loaded into the injector, then primed the tubing. Nurse then performed a patency check using a separate 10cc syringe. Nurse connected injector tubing to the IV access site 18 ga angiocath located in the patients right forearm, peripheral vein. Nurse initiated the injection, then 15 seconds prior to scan starting, nurse leaves room and scan starts. During the scan, technologist noted no contrast on the images. Technologist then called the radiology residence to check images. It was noted air to be seen on the scan. Nurse and radiology resident checked IV site for infiltration and none noted. Radiology resident asked patient if they were experiencing any chest pain and patient did not state pain in chest. Patient transferred to a stretcher and placed in the trendelenburg position and returned to ER where oxygen was administered at 2 liters. Patient then admitted to ICU. Patient discharged on sunday doing fine. Radiologist could not determine volume of air other than to comment it was significant.

Manufacturer narrative:
Fse evaluated the injector and reviewed the injector history documentation. History shows no errors in history indicating a hard or software failure during the procedure. Fse tested and verified the injector per service checklist. Unit passed all tests. The injector, recertified for use. Customer returned system to full service.